Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the biomedical engineer that the pt called the vad coordinator and stated that while he was performing a self-test on his primary system controller, he received a replace system controller alarm. The pt was instructed to switch to his backup system controller. The pt connected power to his backup system controller. The pt then inserted the driveline into his backup system controller and closed the latch. The system controller did not recognize that the driveline was connected and alerted him to connect the driveline. The pt was instructed to switch back to his primary system controller. The alarm resolved and no further alarms occurred. The pt was asymptomatic during the event.

Manufacturer narrative:
Additional information: the backup system controller was returned to the manufacturer for evaluation. A review of the system controller log file on the reported event date showed that within the same minute, the driveline was connected, and then disconnected when the speed was recorded at 5980 rpm. There is a total 3 minute span of driveline disconnect alarms, after which the patient switched back to the primary controller. No atypical pump stops or alarms were recorded during the two minutes that the controller was operating the pump. The backup system controller was functionally tested and was found to operate as intended during analysis. Atypical pump stops and driveline disconnected alarms were not reproduced. The primary system controller was not returned for evaluation, as it remains in use. The log file was reviewed and a yellow wrench advisory alarm was captured. The alarm remained activated until the system controller was powered down. After the driveline was reconnected to the primary system controller the alarm cleared and did not return. No further issues were reported. A review of the device history record revealed the device met applicable specifications. The manufacturer is closing the file on this event.